Manufacturer narrative:
Qn # (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: corrected data:

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit of a 528235 visistat 35w 6/box for investigation. Visual examination was performed with and without magnification. There were 27 staples estimated to be remaining, as their severe misalignment, prevented the actual number from being counted. The trigger was returned not engaged. There was no evidence of use in the form of biological material was present on the device. The stapler did not fire upon functional inspection due to the severely misaligned staples. The stapler was disassembled, and it was observed that the saddle spring was completely disconnected from the pusher and wrapped around the back of the shuttle. Minor die cast anomalies were discovered on the forming tool. No other defects or anomalies were observed. Non-conformance was opened to address the saddle spring disconnection issue. Device history record review investigation did not show issues related to complaint. The IFU for this product, was re-viewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "misfire/jamming-staples not firing" was confirmed based upon the sample received. The sample returned displayed severely misaligned staples. Upon functional inspection, the stapler did not fire. The stapler was then disassembled, and it was observed that the saddle spring was completely disconnected from the pusher and wrapped around the shuttle. Minor die cast anomalies were discovered on the forming tool. Non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".